Manufacturer narrative:
The biomedical engineer reported that while using the central nurse's station (cns), the cns application was intermittently closing out into windows. The device was returned to nihon kohden repair center, cleaned and evaluated. The reported problem of "cns application is intermittently closing out into windows" was duplicated after one day of testing. The hard drive will be replaced and the device will then be returned to the customer. No patient harm was reported.

Event description:
The biomedical engineer reported that while using the central nurse's station (cns), the cns application was intermittently closing out into windows.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, (B)(6) at (B)(6) healthcare reported the cns-6201a (pu-621ra sn: (B)(6) was intermittently closing out into windows. Service requested: troubleshooting/assistance service performed: the unit was cleaned and evaluated. The reported problem of "cns application is intermittently closing out into windows" was duplicated after 1 day of testing. The unit needs: 2 units 9000006111a hard drive, 500gb, cns-6201 repair complete, replaced both hdd's to resolve the issue. Tested and complete all steps in the maintenance check sheet per the service manual. Investigation result: the cns warranty began (B)(6) 2015, which is approximately 3 years prior to the reported issue. Review of device sap history found previously reported issues associated with the unit: (1) 300085273 reported (B)(6) 2017. Customer reported cns would not boot into windows after a power failure. Hdds were replaced to resolve the issue. (2) 300093732 reported (B)(6) 17. Customer reported cns would not boot into windows after power surge. Hdd scan disk was performed to resolve the issue. (3) 300102688 reported (B)(6) 17. Customer reported cns had bsod (blue screen of death) after power outage. The issue was resolved by rebuilding the primary drive. The facility appears to have a history of power outages affecting the unit. Power surges are likely to contribute to internal hdd damage. Information on the ups in use with the cns, including its age and condition, was not provided. Unknown if cns was connected to a ups at the time of failure. The cns-6201a uses a dual hard drive system with a raid controller. This system provides redundancy on the hard drive to prevent data loss or system failure caused by a failed hard drive. It is important that the failed drive be replaced to prevent a complete system failure that would occur if both drives fail. The cns-6201a service manual revision g recommends that regular maintenance inspections be performed every 6 months. A maintenance check sheet is provided, which includes checking the operation of the unit and status of hardware information. In particular, internal sensor and hard drive condition should be checked through procedures outlined on section 5.11 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. Additionally, device will give an error message when hard disk drive error is detected, prompting user to replace hard disk drive: "hdd [port x] error" where x is either 0 or 1. Troubleshooting of the hdd and error message, along with the proper actions to take is addressed in the service manual. The service manual also provides steps on how to replace the hdd. Cns-6201a service manual advises that one hdd can be replaced without stopping of monitoring. For software versions 02-40 or earlier, there was a concern that the clinical user was able to close the error messages without replacing the failed drive. Per mtbex 039 [a] issued 04/25/16, a patch was created for software versions 02-40 or below which would have error message altered to not interfere with patient monitoring data, and to not be removed from the screen unless by a specific sequence of clicks. With this fail-safe system, both hard drives failure is prevented when user follows prescribed maintenance procedures. Customer's maintenance information on this device is not available. Based on the required maintenance procedures, a scenario where both hard drives fail is when the first hard drive failure is not addressed by the user. Thus, it is likely that lack of device maintenance lead to both hard drive failures. Approximate age of hdd at the time of failure is within 1 year. Due to the power conditions at the facility affecting the unit, this issue is not suspected to be caused by deficient cns design. The repaired unit was returned to the customer on 05/17/18. No further reported issues with the unit. Corrected information: g4. Date received by manufacturer: should be 03/21/2018 not 04/20/2018 as listed on MDR initial report. H3. Device evaluated by manufacturer: evaluation summary incorrectly selected

Event description:
The biomedical engineer reported that while using the central nurse's station (cns), the cns application was intermittently closing out into windows.